Event description:
It was reported that upon deployment of an ivc filter near the iliac bifurcation, it was observed that the filter did not open. An attempt was made to open the filter legs by pushing on the filter with the catheter, however, this was unsuccessful. Since the first filter was non-retrievable, a second filter was implanted above the first one, closer to the renal vein. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records (DHR) were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the first event reported for this lot number to date. The filter remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.